Manufacturer narrative:
The unit was received with blank display due to a corroded battery cap contact. The unit was unable to perform the functional testings due to the blank display. The unit had a missing end cap sticker, cracked display window corner, scratched lcd window, and cracked reservoir tube lip. The unit passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests when using a test battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he dropped his insulin pump and the display became blank. The display returned when he changed the battery. The patient's blood glucose was 310 mg/dl at the time of call. The display then became blank again. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The customer rested the insulin pump without its battery for two hours and then reinserted the battery: the display remained blank. The insulin pump was returned and replaced.